Event description:
It was reported that prior to a pci procedure, stent damage occurred. Upon unpacking the liberte bare stent delivery system, the physician noted that the struts of the stent appeared damaged. There was no patient contact with the device. The procedure was completed with another same device. No patient injuries or complications were reported. The patient's status is reported as "stable".